Manufacturer narrative:
The reported event of disconnected during transport or with recalling an infusion file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the modules have become disconnected during patient transport requiring the infusion to be reprogrammed. There was no report of a loud alarm associated with the disconnection, and the user stated that this has generally occurred when the user is recalling a prior infusion. There was no report of patient harm.

Manufacturer narrative:
The reported event of disconnected during transport or with recalling an infusion file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the modules have become disconnected during patient transport requiring the infusion to be reprogrammed. There was no report of a loud alarm associated with the disconnection, and the user stated that this has generally occurred when the user is recalling a prior infusion. There was no report of patient harm.